Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was bent on the distal end. It was noted that the healthcare professional (hcp) did not want to implant in patient. It was further noted that this had occurred the day prior to this report. There was an out of box failure. Additional information received reported that the bend in the lead was noticed as soon as it was opened. The sterile seal had not appeared to be compromised prior to opening. The cause of the bend was not determined. Patient was doing well; another lead was immediately opened and used prior to implanting.